Event description:
Additional information was received indicating that the vocal cord paralysis was first observed post-operatively. The paralysis is thought to be related to the surgery, not the vns itself, and the paralysis is not occurring with stimulation. The patient is currently seeing an ent for treatment. It was indicated that there were no programming or medication changes prior to the onset of the paralysis and the patient does not have a pre-vns history of paralysis.

Event description:
On 09/15/2011, it was reported to the manufacturer that a patient had been experiencing vocal cord paralysis following a recent lead revision surgery on (B)(6) 2011. At the time of this report, the surgeon's office was in the process of referring the patient to an ent. No additional information was available. Attempts for additional information have been unsuccessful to date.